Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a genesys hta procerva procedure set was used during a hydrothermal ablation procedure performed on (B)(6) 2018. Reportedly, the patient was under local anesthesia. According to the complainant, two minutes into the ablation phase, the patient was in a lot of pain or discomfort and she was cramping during the procedure more than usual. There was no visible fluid leak noted but a possible perforation was suspected. The physician felt uncomfortable continuing the procedure and decided to cancel the ablation. The physician then performed a dilatation and curettage to complete the procedure. Post operatively, the patient was still cramping but was not as much as during the procedure. The patient was reportedly fine after the procedure and currently has not yet been examined by the physician for follow-up.

Manufacturer narrative:
One genesys procedure set (cassette and sheath) was received for evaluation. Visual examination of the sheath revealed no damage. Visual assessment of the returned cassette found rust/corrosion on its communication board contacts. The communication board was replaced with a new one. The level sensor board (lsb) has blackened contacts and the chamber has liquid present; both lsb contacts & chamber were cleaned with alcohol wipes and let completely dry before reassembly. Functional analysis revealed that the cassette was correctly seated and was accepted by the console and the returned sheath was connected to the cassette tubing. The cassette was filled and the system circulated. The temperature reached 80 degrees within the anticipated time (less than 3.5 mins), and the unit cycled completely through ablation procedure. All temperature readings were within the allotted ranges, no leaks were observed on any section of the returned product and no alarms sounded, no functional issues were identified. Based on all compiled information on this investigation, the most probable cause is "known inherent risk of device". A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a genesys hta procerva procedure set was used during a hydrothermal ablation procedure performed on (B)(6) 2018. Reportedly, the patient was under local anesthesia. According to the complainant, two minutes into the ablation phase, the patient was in a lot of pain or discomfort and she was cramping during the procedure more than usual. There was no visible fluid leak noted but a possible perforation was suspected. The physician felt uncomfortable continuing the procedure and decided to cancel the ablation. The physician then performed a dilatation and curettage to complete the procedure. Post operatively, the patient was still cramping but was not as much as during the procedure. The patient was reportedly fine after the procedure and currently has not yet been examined by the physician for follow-up.